Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap appendix - "retrieval bag did not unfold and cord ripped." Additional information received via email from applied medical team member on december 13, 2016: I talked to dr. Today. Procedure was a lap appendix in a younger patient and for this reason it was decided to work with the 5 mm inzii vs their "normal" 10 mm inzii. Dr. Had not worked with the 5 mm inzii before. It hard to say what really happened, since the case was some time ago on (B)(6). Apparently, the bag was introduced, and did not deploy well. It seems the bag was loose from or actively removed from the "fork" somehow (unclear how & what happened exactly) and the cord was broken just behind the guiding bead according to them. Dr. Consequently removed the bag and the introducer and introduced a new 5 mm inzii to extract the appendix. They had no issues with the second one. This is what I got going through the case with them. I have given some instruction using vablet for future use. Patient status - unknown.

Manufacturer narrative:
Investigation summary: the event unit was returned without the tissue bag. The cord loop was detached from the unit and appeared frayed on both ends. The likely root cause of the cord breakage is due to interaction with the inner edge of the deployment tube. This interaction has the potential to compromise the cord and lead to breakage. Applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of event to occur. Applied medical does not consider this to be a reportable event. This event was originally reported due to the customer's account of the bag potentially coming off of the "forks." However, the bag coming off of the prongs could not be confirmed. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.